Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for gastrointe stinal/pelvic floor it was reported that the patient¿s patient programmer would not power up. Patient had tried new batteries. Patient reported going to see a gastro doctor and they might possibly put in a new device. Patient stated she got diagnosed with gastroparesis in 2006 and 2009. Patient reported the gastroparesis got worse in the past year. Patient reported that week the issue started with the remote. Patient reported she wanted to change the setting a little bit as it had been a few years and she was still leaking stool. Patient reported she was not sure if she had uti and also had a migraine. Patient further reported she always had a migraine since a teenager. Patient inquired whether her unit was possibly depleted or not. Patient was redirected to healthcare professional (hcp). No further symptoms reported. No further complications reported/anticipated.